Event description:
Brush heads are loose and falling inside mouth [device breakage], no adverse event. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b brushheads, version unk are loose and are falling inside her mouth. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the patient therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.